Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported that the clinician noticed that a secondary bag of medication had been "sucked dry" after <53 minutes of infusion, which should have taken 2 hours. The patient required oxygen due to low saturation and sinus tachycardia, which the clinician reported to be consistent with receiving a rapid infusion of medication. The IV bags and tubing had been disposed of and could not be inspected. There was a patient involvement and harm.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that the clinician noticed that a secondary bag of medication had been "sucked dry" after <53 minutes of infusion, which should have taken 2 hours. The patient required oxygen due to low saturation and sinus tachycardia, which the clinician reported to be consistent with receiving a rapid infusion of medication. The IV bags and tubing had been disposed of and could not be inspected.